Manufacturer narrative:
This report is submitted on june 06, 2023.

Event description:
Per the clinic, the patient experienced infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced granulation tissue around the abutment site. Subsequently, the patient was treated with oral antibiotics and topical steroids (date and duration not reported). The patient also was treated with steroid injections on (B)(6) 2022. The patient underwent multiple skin revisions by cauterization using silver nitrate and excision (date not reported) in order to debride the tissue. The patient was hospitalized on (B)(6) 2022 (date not reported) for administration of IV antibiotics. This report is submitted on july 12, 2023.